Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a yeast infection underneath the lifevest. The patient was prescribed a medicated cream, and the patient's physician instructed the patient to remove the lifevest for several days to allow the skin to heal. The patient's infection healed.